Manufacturer narrative:
Unit received moisture damage at electronic assembly. Unit received intermittent button response due to corroded keypad traces. No button error alarm. Pump passed displacement test and selftest. Unit was monitored and functioning properly. No missing segment noted. Pump received with minor scratched display window. Unit received cracked case display window corner. Unit received with cracked battery tube threads. Pump received with cracked reservoir tube lip. Pump received with cracked reservoir tube. Pump received with cracked reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 126 mg/dl. Troubleshooting was not performed. The device was returned for analysis.